Event description:
According to the info there was extrusion of tape. The exposed tape was cut and removed. Following the extrusion, the pt had an infection at which time approximately 1/2 of the tape was pulled out.